Event description:
Delay of therapy during alarm condition reported. The customer reported that for several months they have intermittently experienced proximal occlusion alarms during priming and initial set up of IV pumps/tubing. On one specific occasion, proximal occlusion alarms occurred during the set up of a total parenteral alimentation drip for a pt with acute myocardial infarction (no other pt info available). There was a delay of about 5 to 6 minutes during the three pump changes required to resolve the alarm condition. No pt harm was reported. No other reports of pt harm or delay of therapy have been reported. Add'l pt info was requested, but no further info was available.